Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. Upon examination of right atrial (ra) lead, it was noted that there was noise on the lead which was caused due to fracture on suture line of the suture sleeve. Additionally, insulation damage was noted on the ra lead. The physician capped and replaced the ra lead on (B)(6) 2021. The patient was in stable condition.